Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the pump alarmed and was noticed by the patient. The event date as provided as (B)(6) 2017, and it was stated the event occurred during the weekend. The patient went to the clinic, where the hcp performed telemetry. They saw a motor stall message. Troubleshooting included trying to restart the pump, but this did not help; the motor stall remained. Actions taken included planning for an explant/replacement. The date was not yet known. Contributing factors to the event were unknown. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement of the pump occurred on 2017 (B)(6). The pump was replaced with a new 8637-20. The explanted pump would not be returned, according to the hcp. The patient was doing fine.

Manufacturer narrative:
Patient code (B)(4) no longer applies. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was receiving ziconotide (10.0 mcg/ml at 2.897 mcg/day) before the motor stall occurred. After the pump replacement the hcp started with a lower daily dose. On 2017 (B)(6) the dose was 2.301 mcg/day, on 2017 (B)(6) the dose was 2.559 mcg/day, and on 2017 (B)(6) the dose was 2.897 mcg/day. The patient felt more pain due to lack of pain drugs due to the motor stall. Pump logs were received from an interrogation on 2017 (B)(6). The first observed stall occurred on 2017 (B)(6) at 06:05 with a recovery on 2017 (B)(6) at 03:38. Another stall occurred on 2017 (B)(6) at 10:46 with no noted recovery.